Manufacturer narrative:
H3 other text : the device has not yet been returned to the manufacturer.

Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The manufacturer received information alleging of heart attack. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Repair evaluation information was received on 06/07/2022 and h11 is updated as: the manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The manufacturer received information alleging of heart attack. No other clinical information or medical interventions were reported. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer's service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. There were one error code found. The manufacturer's service center concludes that they confirmed the customer's allegation and there was no visible foam degradation. Section d, section g and h is updated in this report